Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. The patient had multiple falls. It is unknown if that caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 00500104728 liner 28 mm i.d. For use with 47/48/49 mm o.d. Shells (B)(6). 802202801 femoral head 12/14 taper 28 mm diameter -3.5 neck length (B)(6). G2: foreign: australia customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right hemi hip arthroplasty after recurrent hip dislocations due to patient falls. Subsequently, the patient was revised to a total hip arthroplasty. The stem was retained but the patient was implanted with a new liner and head.